Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the motor was corroded and does not running. Further, the button was not functioning, the protective earth resistance and the values of the keypad were out of range. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. Additionally, when the resistance values of the keypad and cable are out of range, the keypad of the device may not respond, therefore is a potential root cause which could impact the functionality of the device causing it not to function as intended. However, we cannot determine what caused the out of tolerance failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor was not running as it was corroded. There was no procedure nor patient involvement reported. No additional information was provided.

Event description:
It was reported by the affiliate in italy that during service evaluation, it was determined that the micro tornado hp w handcontrol device failed electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.